Event description:
Info rec'd indicates the brake will not unlock.

Manufacturer narrative:
The bed was scheduled to receive mod 424. After performing the mod the tech found the brake unlocking properly. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed.